Event description:
I had a false-positive rapid-covid test. On (B)(6) 2020 at approx. 1:30 p.m. I had a naat covid test at the (B)(6). The result was positive. At 3:30 p.m. The same day, I went to (B)(6) and had a pcr test. The result was negative. FDA safety report ID # (B)(4).